Manufacturer narrative:
Evaluation method the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing pressure sores from the lifevest. There is no alleged device malfunction. The patient's physician stated if the patient does not want to wear the lifevest due to the sores, then he can take the lifevest off. Medical outcome of the sores is unknown.